Event description:
The pt/lay user contacted lifescan (lfs) alleging low readings on the lifescan meter. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt received a 56 mg/dl and felt shaky, cramping and was incoherent. The pt drank approx 10 oz of soda and went to the hosp where her blood glucose was 312 mg/dl. The pt did not receive any medical treatment. The time difference between her meter reading and the hosp meter was 15 minutes. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips passed using control solution. The pt declined a replacement meter. The complaint is being reported as an adverse event, since the blood glucose reading only elevates 3mg per deciliter per minute and within 15 minutes her blood glucose would not have elevated to 312 mg/dl.